Manufacturer narrative:
The reported speaker malfunction issue and battery issue were confirmed. The affected device was tested by the distributor on 05/02/2019. During testing, the speaker was found to produce no sound and the battery was found to lose charge quickly. The affected device was repaired by replacing the battery and speaker on 05/03/2019 and tested to meet full specifications on 05/10/2019.

Event description:
Zyno medical received a report on speaker malfunction issue of the infusion pump from a distributor on 05/15/2019: "pump 616466 would not charge its battery and its sound had stopped working. No patient was involved or harmed. The title of the device operator was rn. No medication was being infused".